Event description:
Patient came over from the cath lab around 2330 on (B)(6) 2018. He was a transfer, as a stemi that was transferred to our facility and sent immediately to the cath lab. Upon arrival to our unit the cath lab did inform me that his right radial artery was leaking from the tr band and originally had 14 ml of air currently and no leaking was occurring. About two hours from the patient recovering on our unit his tr band was still leaking so I instilled 2 more ml of air that did not resolve the issue. I then put two more ml in which in turn did stop the bleeding. This should mean that his tr band should have had 18 ml of air at the time. At 0322 (B)(6) 2018 I went to remove 2 more ml of air of the tr band which should have had 10 ml of air left inside. When I released more air the tr band was completely empty and possibly had a small leak. The patient did suspect this might be an issue as well. After all air was out I did remove the tr band completely and covered the area with a 2x2 and tegaderm. Hemostasis was maintained and no further complications occurred.